Manufacturer narrative:
A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead found them to be satisfactory.

Event description:
A report was received that the patient developed a blister over the midline incision. The blister turned white and popped. The patient was admitted to the hospital with a hole at the bottom of the midline incision. The suture sleeves were pushing through the hole. The physician opened the midline incision, cut the suture sleeves off the lead and cleaned out the infected tissue. The lead was left implanted. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient developed a blister over the midline incision. The blister turned white and popped. The patient was admitted to the hospital with a hole at the bottom of the midline incision. The suture sleeves were pushing through the hole. The physician opened the midline incision, cut the suture sleeves off the lead and cleaned out the infected tissue. The lead was left implanted. The patient was given IV antibiotics and was reportedly doing well following the procedure.